Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection showed that the distal nac valve piston was sticking out of the valve's top. Inspection of the piston under magnification revealed a possible divot on top of the piston which may have been caused by a mating device. Functional testing was not performed due to the obvious damage. The cause of the leak was identified as damage to the distal nac valve. The root cause of the damage is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tpn leak from the connector of a bifurcated extension set. It was noted a smell of tpn prompted an inspection when the white port with blue access was observed to be protruding from the cap and leaking. Although requested, additional event information has not been provided.